Manufacturer narrative:
Review of the data confirmed patient's setting set to vibrate and high alarm setting enabled and disabled during session.

Event description:
Patient contacted dexcom to report intermittent audio output. The patient did not report any medical intervention or injuries.